Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.00mm x 120mm, 150cm ranger sl drug-coated balloon was selected for below the knee angioplasty. However, during the first inflation at 6 atmospheres for 3 minutes, the balloon ruptured. The device was removed and the procedure was completed with a 3x120 coyote balloon. No patient complications were reported.